Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use discovered that the foley catheter faced spontaneous dislodgement. Catheter was placed during surgery on (B)(6), and its removal was noticed in the b3 ward on the (B)(6).